Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple error. Customer stated that they also had battery failed alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The displacement test was passed. Customer stated that alarm occurred during basal delivery. The insulin pump was exposed to high magnetic field. There was a crack around the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.